Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functional testing found that the instrument successfully clamped the reload. The reload couldn't be fired. The firing lever stayed in the compressed position after squeezing it. It was reported that that the instrument did not fire and broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when trying to fire with a pre-fired or fired sulu that was not allowed by design due to the interlock. Also, if the instrument was attempted for firing over obstruction or thick tissue during clinical application creating the enough stress or force to cause the first set of teeth to shear off. Based on customer report, the instrument broke during clinical application, therefore the event can be considered a mishandling for user fault. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy, the device did not fire and broke. It was noted that the surgeon was able to press the green safety button but was unable to squeeze the handle. Another handle and reload were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the articulation lever was in neutral position. Functionally, the instrument was successfully loaded and clamped the reload. The reload couldn't be fired. The firing lever stayed in the compressed position after squeezing it. It was reported that the device did not fire and broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. This condition can be potentially caused when trying to fire with a pre-fired or fired sulu (single use loading unit) that is not allowed by design due to the interlock. Also, if the instrument is attempted for firing over obstruction or thick tissue during clinical application creating the enough stress or force to cause the first set of teeth to shear off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.